Manufacturer narrative:
Argus case ID:(B)(4).

Event description:
Dementia [dementia] case description: this case was reported by a consumer via call center representative and described the occurrence of dementia in a female patient who received denture cleanser (japanese polident for partials(with sodium percarbonate)-mfc51038) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started japanese polident for partials(with sodium percarbonate)-mfc51038. On an unknown date, an unknown time after starting japanese polident for partials(with sodium percarbonate)-mfc51038, the patient experienced dementia (serious criteria gsk medically significant) and accidental ingestion of product. The action taken with japanese polident for partials(with sodium percarbonate)-mfc51038 was unknown. On an unknown date, the outcome of the dementia and accidental ingestion of product were unknown. It was unknown if the reporter considered the dementia to be related to japanese polident for partials(with sodium percarbonate)-mfc51038. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the reporter's mother was using japanese polident for partials. On an unknown date, the reporter's mother recently developed dementia (seriousness: gsk medically significant), and when she got up in the night to go to the bathroom, she sometimes accidentally swallowed polident cleanser in which a denture was dipped. On the previous consultation, the reporter heard that accidental swallowing would cause diarrhoea. The patient did not experience diarrhoea in particular until the reporting date even after accidental swallowing. No further information is expected.